Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported having right knee surgery (B)(6) 2016. Experiencing pain, neuropathy, clicking, loosening, difficulty bending, walking and rising from a chair and bed. Xrays show instability of both knee and hip. Blood work completed. Further tests will be administered.

Manufacturer narrative:
An event regarding "instability, pain, neuropathy, clicking, loosening, difficulty in bending, walking and rising" involving an unknown femoral component was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "no documented follow-up between the (B)(6) 2006 primary total hip arthroplasty and the (B)(6) 2010 revision is available. There is no examination of the explanted components. There is no documentation of bilateral total knee arthroplasties noted in the event description and no operative reports, x-rays or confirmation of complaints referable to the knees available. Based upon the information available for review, no determination can be made for the indication for the hip revision surgery or the alleged problems related to the post-operative knee arthroplasties." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The provided medical information was submitted to a consulting clinician who indicated that based upon the information available for review, no determination can be made for the alleged problems related to the post-operative knee arthroplasties. Thus the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient reported having right knee surgery (B)(6) 2016. Experiencing pain, neuropathy, clicking, loosening, difficulty bending, walking and rising from a chair and bed. X-rays show instability of both knee and hip. Blood work completed. Further tests will be administered.